Event description:
Event description guidant received information from technical services that this guidant sales representative called to inquire about the recommendations guidant in response to a recent safety communication that was issued on may 12, 2006 for this device model.